Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following information was provided by the initial reporter: on february 26th, we¿ve received an e-mail from omit, referring to a complaint about bd insulin syringes 0,5ml 30g, batch number is 3159841 and the expiry date 31/05/28. The complaint came from a physician, customer of omit store. As it appears in the attached photo, there is some liquid inside the unused syringe. Weve asked from store to give us some contact details to communicate directly with the physician and scrutinize the issue, or at least send us the open plastic bag with the syringes. Today we¿ve received an envelope, that according to store (I left it unopened) contains several syringes with liquid, that the physician collected from several plastic bags! I¿ve asked from store to ask and send us all the plastic bags that contained the problematic syringes, with all the rest syringes! Please let me know about the next steps to be taken.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 05apr2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as silicone and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. The ftir identified the material as silicone, which is used in the manufacture of embecta insulin syringes. Medical grade siloxanes (silicones) are specially designed, produced and purified to meet the requirements of the medical industry, are well tolerated, and are an integral material for medical and pharmaceutical use. This material has an established history of safe clinical experience with subcutaneous administrations over several decades. The specific use of silicone in this case, as a barrel and stopper lubricant. These lubricants have been tested and qualified in accordance with iso 10993 standards for the biological evaluation of medical devices and these materials produced no evidence of adverse toxicological effects.¿ the low volume of silicone measured in the insulin syringes does not pose a clinical risk and would not impact the care of diabetic patients using such syringes. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following information was provided by the initial reporter: on (B)(6) we¿ve received an e-mail from omit, referring to a complaint about bd insulin syringes 0,5ml 30g, batch number is 3159841 and the expiry date 31/05/28. The complaint came from a physician, customer of omit store. As it appears in the attached photo, there is some liquid inside the unused syringe. Weve asked from store to give us some contact details to communicate directly with the physician and scrutinize the issue, or at least send us the open plastic bag with the syringes. Today we¿ve received an envelope, that according to store (I left it unopened) contains several syringes with liquid, that the physician collected from several plastic bags! I¿ve asked from store to ask and send us all the plastic bags that contained the problematic syringes, with all the rest syringes! Please let me know about the next steps to be taken.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following information was provided by the initial reporter: on february 26th, we¿ve received an e-mail from omit, referring to a complaint about bd insulin syringes 0,5ml 30g, batch number is 3159841 and the expiry date 31/05/28. The complaint came from a physician, customer of omit store. As it appears in the attached photo, there is some liquid inside the unused syringe. Weve asked from store to give us some contact details to communicate directly with the physician and scrutinize the issue, or at least send us the open plastic bag with the syringes. Today we¿ve received an envelope, that according to store (I left it unopened) contains several syringes with liquid, that the physician collected from several plastic bags! I¿ve asked from store to ask and send us all the plastic bags that contained the problematic syringes, with all the rest syringes! Please let me know about the next steps to be taken.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.